Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the biometric identifier was failed and required maintenance. The customer reported that the malfunction took place when the user tried to dispense medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was failed. A field service engineer stated that the issue was resolved by addressing the bio ID problem with the help of the impatient pharmacy. The pharmacy supervisor was able to assist in resolving the issue. The bio ID was confirmed to be functional. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.